Event description:
Patient in hosp for cochlear implant. Physician had the device partially in when he recognized taht it might be defective- junction of electrode and cable. He used a backup device instead.